Manufacturer narrative:
(B)(4).batch # t5cl9e. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Additional information received: was the device locked on tissue with the jaws closed? Yes , it was closed. If yes, how was the device removed? The surgeon cut off the lung left with endo-gia once more and took gst out as it was. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Surgeon and nurse did reverse button , battery re-combine , reverse button and manual override. (It doesn¿t work at all). Did the jaws eventually open? No , it was not. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows a device with a black reload loaded from jaws area with jaws closed and tissue between them. The second photo shows an echelon flex device from handle area with the bailout door removed. Based on the photos the events describe are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a pneumothorax procedure, staple was completely stopped at the 3/1 portion. After little forwarding, blade was stuck and manual bail out was not working. The surgeon pulled out device with tissue in jaw and used competitor's manual staple. Device was loaded with a black cartridge. There were no adverse consequences for the patient.